Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap cracked/damage. Customer's blood glucose at time of incident was 520 mg/dl. Customer reviewed the alarm history and found out that she had loose battery cap and auto off. Customer stated that she just battery cap replacement for her pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 520 mg/dl.